Manufacturer narrative:
Irn# (B)(4) incident occurred in germany. Manufacturer awareness date of reportability: 2026-01-05. Precheck of complaint does not indicate any adverse conclusion. Investigations are ongoing. When new information becomes available an update will be sent to the agency.

Event description:
Irn#(B)(4) incident occurred in germany. Balloon burst - ruptured.

Event description:
Irn# (B)(4). Incident occurred in germany. Balloon burst - ruptured.

Manufacturer narrative:
Irn# (B)(4). Incident occurred in germany. Manufacturer awareness date of reportability: 2026-01-05. Precheck of complaint does not indicate any adverse conclusion. Investigations are ongoing. When new information becomes available an update will be sent to the agency. Update 2026-02-16: update of investigation results and corresponding imdrf codes. This case is considered as closed. If further information becomes available an update will be send to the agency.